Event description:
Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2017, wherein the lead was repositioned. Effective therapy was restored following the procedure.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's lead has migrated out to the epidural space. Consequently, the patient may undergo surgical intervention as the next course of action.